Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the distributor in (B)(4) to repair the device and return it to service.

Event description:
The distributor in (B)(4) reported that the device alarmed "ext high p peak" and "circuit occlusion".